Event description:
The customer reported approximately fifty (50) milliliters of fluid overflowed from the electrolyte drain assembly beneath the instrument and onto the floor involving the unicel dxc 800 synchron system. The fluid was a combination of sample and electrolyte reagent. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and performed troubleshooting. The customer disassembled the drain valve assembly and cleared the blockage to resolve the issue. The customer used paper towels and absorbent pads to clean the module and the floor. The customer reanalyzed previous patient samples and confirmed no erroneous results were generated. There was no patient impact. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. (B)(4).